Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received when detailed analysis was performed on the pacemaker that this lead was connected to. It was noted, by daily and weekly atrial lead impedance measurements, that there was a gradual downward trend of those values, and one value where that measurement was out of range. This information coincides with what was reported from the field, that there was an atrial lead impedance issue.

Event description:
Boston scientific received information that this right atrial (ra) lead had been programmed to unipolar due to impedance issues, and noise was also noted on the lead. A lead revision procedure was performed where this lead was surgically abandoned and a new ra lead was implanted. It was reported that no additional adverse patient effects were noted.